Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka) on an unspecified date. The patient's blood glucose level reportedly reached 18 mmol/l (324 mg/dl) while wearing the pod for an unspecified duration. The patient attempted to administer insulin through the pod and subsequently changed the pod; however, blood glucose levels continued to rise. It was also reported that the pod adhesive was found to be wet. The patient experienced hyperglycemia, nausea, and vomiting. Treatment during hospitalization included intravenous fluids, insulin, and medication for nausea. Although the patient did not specify the date of discharge, it was estimated that the hospitalization lasted approximately 4 to 5 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.